Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. H4) device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, indications of a thermal event via odor were observed by the site including visible smoke. The front cover for the imaging system was removed and it was found a generator battery was leaking, resulting in the reported issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the generator batteries for the imaging system were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: medtronic received information that the imaging system would not power on due to the reported issue. Correction: initial reporter updated to proper value. If information is provided in the future, a supplemental report will be issued.